Event description:
The customer complained that pt results for bilirubin were higher than values measured on a roche modular analyzer. The following measurements were performed on this pt: abl 830: at 12:00 double measurement results: 447 and 458, at 16:15 result was 381, plasma was 350, at 18:15 result was 419 and 381 (inhomogenous sample), at 22:20 results were 290 and 293. Modular: at 13:30 result was 411, at 13:40 result was 362, at 16:15 result was 310. The child was (B)(6) old, born in the hospital and doing well except for a weight loss of 9%. The baby was hospitalized again because of jaundice (icterus) and didn't have other problems. After discussion with the doctor, the conclusion was that the treatment would have been the same based on the results from abl or modular.

Manufacturer narrative:
Data from the hospital has been investigated. The hospital included a comparison of samples measured on the abl and on a modular analyzer. Based on the data rec'd it has not been possible to verify a problem with the abl. Abl8xx/abl90 is traceable to the primary bilirubin nist srm 916a reference to which all bilirubin methods must be traceable to. Also the abl results rec'd are evaluated to be within specifications.